Manufacturer narrative:
H6: investigation summary: no photos or samples were received. Additional attempt to get more information were made, however, the customer confirmed that no additional information was available. The device history record review process to verify if there were issues reported like incorrect assembly during the manufacturing process was not able to be performed since not lot number was provided. A review of the non-conformance material report was performed; the result showed no issues reported as incorrect assembly for the same part number throughout the last twelve months. According with this investigation, there was not enough information provided like pictures of the nonconformance or a lot number, however within the report, the issue description states that the lid could not be closed because the hole in the lid was open the other way than usual. With that explanation, we can identify this failure mode (incorrect assembly) as an issue potentially related to the manufacturing process due to process omission by the operator. Additionally, the current process was reviewed and confirmed that the assembly between lid and slider is performed manually and inspected visually per production department. To carry out the assembly between both components, the shape of the edge of the lid is taken as a reference for the correct assembly orientation, therefore, if the sliding door is placed in the opposite way, the correct assembly will not be achieved since the sliding door will be loose. This can be detected when performing the slide closure back-and-forth to ensure proper function (without sliding into locked position). As well, a second inspection based on aql sampling plan is performed by quality department and this process has been confirmed as capable to detect this kind of issue, however, omission error within the process could happen. As part of this investigation, a review of customer complaint records was performed; according to the cc¿s records, only one additional complaint was received through the last twelve months for the same part number and issue, being this considered an isolated event. Due to no sample being received, an investigation could be performed on basis of photo representation, and a root cause could be determined as potential root cause as below: omission error within visual inspection. Containment action: quality alert was posted to aware all the personnel involved in the manufacturing process of this product. Conclusion: based on this investigation, it was determined that this failure mode is potentially related to the manufacturing process since the incorrect assembly between lid and slider would be an omission error within the process, however, issue description it¿s not clear and more evidence is needed in order to determine the root cause of the issue reported. The current manufacturing process was reviewed and it was found as capable of detecting wrong assembly of components, however, omission error could happen during visual inspection. Quality alert was posted within the process in order to make aware all the people involved in the manufacturing process of this product.

Event description:
It was reported that during use with bd sharps collector 19gal red the lid was not able to close. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a deformed lid of sharps collector. The lid could not be closed because the hole in the lid was open the other way than usual.

Event description:
It was reported that during use with bd sharps collector 19gal red the lid was not able to close. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a deformed lid of sharps collector. The lid could not be closed because the hole in the lid was open the other way than usual.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As flextronics is an OEM manufacturing site. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.